Manufacturer narrative:
After further review of the returned device it was determined that the stent actually broke at the keyway struts and not at the proximal end (teardrop struts).

Manufacturer narrative:
The lot history record review of the reported lot number showed no discrepancies that would have contributed to the reported experience. The device is undergoing an evaluation but has not yet been completed. A supplemental MDR will be submitted upon completion of device evaluation.

Event description:
Medtronic received information that during the procedure the solitaire unintentionally detached in the m1 middle cerebral artery (mca). The physician was treating an occlusion that was located in the distal m1 through the m2 mca. The solitaire was deployed from the m2 to and then attempted to be retrieved after capturing the clot. However, only the pushwire was retrieved from the patient. The physician checked the tip of removed pushwire and noticed the stent was missing. The physician did not feel any resistance upon retrieving the pushwire after capturing the clot. The solitaire was left inside the patient. The vessel anatomy was reported to have been moderate in tortuosity and the vessel diameter was narrow.

Manufacturer narrative:
Additional information the device¿s pushwire was returned for analysis without the competitor catheter or stent portion of the device, as it remains within the patient. Therefore, any contributing factors from these devices could not be assessed. The stent appeared to be broken at the proximal end of the non-working length struts (teardrop struts). The fracture surface was then sent out for sem analysis. Based on the device analysis and the scanning electron microscopy (sem) images, the customer¿s report was confirmed. Per the sem analysis, the fracture surface exhibits ductile overload features. However, the cause for the device separation could not be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.